Event description:
This case was initially received via regulatory authority (B)(4) (reference number: mw5032383) on 18-oct-2013. The most recent information was received on 04-dec-2017 this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ constantly had cramps"), genital haemorrhage ("bleeding heavy for 9-10 days at a time"), urinary tract infection ("constant uti infections / utis major problems") and joint injury ("initial knee injury is related to essure (after my first knee surgery. I had 3 more knee surgeries totaling 4 knee surgeries) /two foot surgeries related to the knee") in a (B)(6) -year-old female patient who had essure (batch no. 794899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product use issue "mirena left in placed while she was waiting for the hsg confirmation test" in (B)(6) 2011. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2005, (B)(6) 2008), knee operation ((B)(6) 2013, (B)(6) 2014) and depression. Concurrent conditions included knee injury. Concomitant products included clonazepam for anxiety, bupropion (wellbutrin) for depression, topiramate for migraine and nitrofurantoin (macrobid) for uti. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant) with back pain, micturition urgency and urine odour abnormal, anxiety ("anxiety / anxiety") with fear of disease, ovarian cyst ("cysts on ovaries"), urine odour abnormal ("metallic smell on discharge of urine"), breast pain ("breast pain and soreness / severe and persistent breast pain"), oligomenorrhoea ("menstrual cycle changed from 23 days long to 33 days long"), migraine ("migraine or headache every day / severe and persistent migraines"), headache ("migraine or headache every day / headaches all the time"), dysgeusia ("nickel taste in mouth / metallic taste / metallic smell / night nickel taste/smell"), night sweats ("constant night sweats") and immune system disorder ("immune system over active") with arthralgia, arthralgia, pain, fatigue, dermatitis contact, food allergy and oral pruritus. In (B)(6) 2013, the patient experienced arthritis ("right knee constantly inflamed"). On an unknown date, the patient experienced allergy to metals ("allergy to titanium screws / allergic to nickel ( I cannot wear jewelry made with nickel or I will get a rash and my skin gets red and hot) ") with pruritus, joint injury (seriousness criterion medically significant) with impaired healing, depression ("depression"), pollakiuria ("pee all the time"), abdominal pain lower ("cramping / cramps all the time"), vaginal discharge ("extra discharge"), fibromyalgia ("fibromyalgia"), drug hypersensitivity ("allergic to medications") and rash macular ("tender spots all over my body"). On an unknown date, the patient experienced allergy to metals ("allergy to titanium screws / allergic to nickel ( I cannot wear jewelry made with nickel or I will get a rash and my skin gets red and hot) ") with pruritus, joint injury (seriousness criterion medically significant) with impaired healing, depression ("depression"), pollakiuria ("pee all the time"), abdominal pain lower ("cramping / cramps all the time"), vaginal discharge ("extra discharge"), fibromyalgia ("fibromyalgia"), drug hypersensitivity ("allergic to medications") and rash macular ("tender spots all over my body"). The patient was treated with surgery (underwent vaginal hysterectomy.) And surgery (knee surgery). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, allergy to metals, headache, immune system disorder, arthritis and joint injury was resolving, the genital haemorrhage, anxiety, urine odour abnormal, fibromyalgia and drug hypersensitivity outcome was unknown, the urinary tract infection and rash macular had resolved, the ovarian cyst outcome was unknown, the breast pain, migraine, dysgeusia, depression, pollakiuria, abdominal pain lower and vaginal discharge had not resolved and the oligomenorrhoea and night sweats outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, breast pain, depression, drug hypersensitivity, dysgeusia, fibromyalgia, headache, joint injury, migraine, pelvic pain, pollakiuria, rash macular, urinary tract infection and vaginal discharge to be related to essure. The reporter provided no causality assessment for arthritis, genital haemorrhage, immune system disorder, night sweats, oligomenorrhoea, ovarian cyst and urine odour abnormal with essure. The reporter commented: patient not received treatment for all listed above symptoms. Current weight: (B)(6). Approximate weight at the time of essure placement: (B)(6). Another case for mirena has been created. Diagnostic results: in (B)(6) 2011 : underwent hsg (hysterosalpingogram). Quality-safety evaluation of ptc: final assessment lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in (B)(4).¿ evaluation codes (B)(4). Medical assessment: the medical events reported are not indicative for a quality defect per se. No complaint sample was provided for further technical investigation. No further ae reports have been received to date in relation to batch 794899. No batch signal could be identified. The review of the lot history records found that the product met product release specifications. The technical investigation concluded ¿unconfirmed quality defect¿ but with a final risk category iii, which corresponds to a confirmed or plausible quality defect which poses a not significant hazard to health. Although the technical investigation concluded a causal relationship to a potential quality deficit, based on the outcome of the technical investigation, i.e. Assigned risk category, from a medical point of view a potential causal relationship with a quality issue is, based on the nature of the reported event, considered to be very unlikely. Most recent follow-up information incorporated above includes: on (B)(6) -2017: event "pee all the time, depression,cramping, extra discharge, fibromyalgia, allergic to medications, tender spots all over my body", reporter, concomitant condition, historical condition added from pfs. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5032383) on 18-oct-2013. The most recent information was received on 04-jan-2018 this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ constantly had cramps"), genital haemorrhage ("bleeding heavy for 9-10 days at a time"), urinary tract infection ("constant uti infections / utis major problems") and joint injury ("initial knee injury is related to essure (after my first knee surgery. I had 3 more knee surgeries totaling 4 knee surgeries) /two foot surgeries related to the knee") in a (B)(6) year-old female patient who had essure (batch no. 794899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2005, (B)(6) 2008), knee operation ((B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2014) and depression. Concurrent conditions included knee injury. Concomitant products included clonazepam for anxiety, bupropion (wellbutrin) for depression, topiramate for migraine and nitrofurantoin (macrobid) for uti. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant) with back pain, micturition urgency and urine odour abnormal, anxiety ("anxiety / anxiety") with fear of disease, ovarian cyst ("cysts on ovaries"), urine odour abnormal ("metallic smell on discharge of urine"), breast pain ("breast pain and soreness / severe and persistent breast pain"), oligomenorrhoea ("menstrual cycle changed from 23 days long to 33 days long"), migraine ("migraine or headache every day / severe and persistent migraines"), headache ("migraine or headache every day / headaches all the time"), dysgeusia ("nickel taste in mouth / metallic taste / metallic smell / night nickel taste/smell"), night sweats ("constant night sweats") and immune system disorder ("immune system over active") with arthralgia, arthralgia, pain, fatigue, dermatitis contact, food allergy and oral pruritus. In (B)(6) 2013, the patient experienced arthritis ("right knee contantly inflamed"). On an unknown date, the patient experienced allergy to metals ("allergy to titanium screws / allergic to nickel ( I cannot wear jewelry made with nickel or I will get a rash and my skin gets red and hot) ") with pruritus, joint injury (seriousness criterion medically significant) with impaired healing, depression ("depression"), pollakiuria ("pee all the time"), abdominal pain lower ("cramping / cramps all the time"), vaginal discharge ("extra discharge"), fibromyalgia ("fibromyalgia"), drug hypersensitivity ("allergic to medications") and rash macular ("tender spots all over my body"). On an unknown date, the patient experienced allergy to metals ("allergy to titanium screws / allergic to nickel ( I cannot wear jewelry made with nickel or I will get a rash and my skin gets red and hot) ") with pruritus, joint injury (seriousness criterion medically significant) with impaired healing, depression ("depression"), pollakiuria ("pee all the time"), abdominal pain lower ("cramping / cramps all the time"), vaginal discharge ("extra discharge"), fibromyalgia ("fibromyalgia"), drug hypersensitivity ("allergic to medications") and rash macular ("tender spots all over my body"). The patient was treated with surgery (underwent vaginal hysterectomy.) And surgery (knee surgery). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, allergy to metals, headache, immune system disorder, arthritis and joint injury was resolving, the genital haemorrhage, anxiety, urine odour abnormal, fibromyalgia and drug hypersensitivity outcome was unknown, the urinary tract infection and rash macular had resolved, the ovarian cyst outcome was unknown, the breast pain, migraine, dysgeusia, depression, pollakiuria, abdominal pain lower and vaginal discharge had not resolved and the oligomenorrhoea and night sweats outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, breast pain, depression, drug hypersensitivity, dysgeusia, fibromyalgia, headache, joint injury, migraine, pelvic pain, pollakiuria, rash macular, urinary tract infection and vaginal discharge to be related to essure. The reporter provided no causality assessment for arthritis, genital haemorrhage, immune system disorder, night sweats, oligomenorrhoea, ovarian cyst and urine odour abnormal with essure. The reporter commented: patient not received treatment for all listed above symptoms. Current weight: (B)(6). Approximate weight at the time of essure placement: (B)(6). Another case for mirena has been created. Diagnostic results: in (B)(6) 2011 : underwent hsg (hysterosalpingogram). Quality-safety evaluation of ptc: final assessment lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in (B)(6).¿ medical assessment the medical events reported are not indicative for a quality defect per se. No complaint sample was provided for further technical investigation. No further ae reports have been received to date in relation to batch 794899. No batch signal could be identified. The review of the lot history records found that the product met product release specifications. The technical investigation concluded ¿unconfirmed quality defect¿ but with a final risk category iii, which corresponds to a confirmed or plausible quality defect which poses a not significant hazard to health. Although the technical investigation concluded a causal relationship to a potential quality deficit, based on the outcome of the technical investigation, i.e. Assigned risk category, from a medical point of view a potential causal relationship with a quality issue is, based on the nature of the reported event, considered to be very unlikely. Most recent follow-up information incorporated above includes: on 4-jan-2018: case correction : event "mirena left in placed while she was waiting for the hsg confirmation test" deleted. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5032383) on 18-oct-2013. The most recent information was received on 04-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ constantly had cramps"), genital haemorrhage ("bleeding heavy for 9-10 days at a time"), urinary tract infection ("constant uti infections / utis major problems") and joint injury ("initial knee injury is related to essure (after my first knee surgery. I had 3 more knee surgeries totaling 4 knee surgeries) /two foot surgeries related to the knee") in a (B)(6)-year-old female patient who had essure (batch no. 794899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted for contraception. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2005, (B)(6) 2008), knee operation ((B)(6) 2013,(B)(6) 2013,(B)(6) 2013,(B)(6) 2014) and depression. Concurrent conditions included knee injury. Concomitant products included clonazepam for anxiety, bupropion (wellbutrin) for depression, topiramate for migraine and nitrofurantoin (macrobid) for uti. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24hr continuously. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant) with back pain, micturition urgency and urine odour abnormal, anxiety ("anxiety / anxiety") with fear of disease, ovarian cyst ("cysts on ovaries"), urine odour abnormal ("metallic smell on discharge of urine"), breast pain ("breast pain and soreness / severe and persistent breast pain"), oligomenorrhoea ("menstrual cycle changed from 23 days long to 33 days long"), migraine ("migraine or headache every day / severe and persistent migraines"), headache ("migraine or headache every day / headaches all the time"), dysgeusia ("nickel taste in mouth / metallic taste / metallic smell / night nickel taste/smell"), night sweats ("constant night sweats") and immune system disorder ("immune system over active") with arthralgia, arthralgia, pain, fatigue, dermatitis contact, food allergy and oral pruritus. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced arthritis ("right knee contantly inflamed"). On an unknown date, the patient experienced allergy to metals ("allergy to titanium screws / allergic to nickel ( I cannot wear jewelry made with nickel or I will get a rash and my skin gets red and hot) ") with pruritus, joint injury (seriousness criterion medically significant) with impaired healing, depression ("depression"), pollakiuria ("pee all the time"), abdominal pain lower ("cramping / cramps all the time"), vaginal discharge ("extra discharge"), fibromyalgia ("fibromyalgia"), drug hypersensitivity ("allergic to medications") and rash macular ("tender spots all over my body"). On an unknown date, the patient experienced allergy to metals ("allergy to titanium screws / allergic to nickel ( I cannot wear jewelry made with nickel or I will get a rash and my skin gets red and hot) ") with pruritus, joint injury (seriousness criterion medically significant) with impaired healing, depression ("depression"), pollakiuria ("pee all the time"), abdominal pain lower ("cramping / cramps all the time"), vaginal discharge ("extra discharge"), fibromyalgia ("fibromyalgia"), drug hypersensitivity ("allergic to medications") and rash macular ("tender spots all over my body"). The patient was treated with surgery (underwent vaginal hysterectomy.) And surgery (knee surgery). Essure was removed on (B)(6)-2013. At the time of the report, the pelvic pain, allergy to metals, headache, immune system disorder, arthritis and joint injury was resolving, the genital haemorrhage, anxiety, urine odour abnormal, fibromyalgia and drug hypersensitivity outcome was unknown, the urinary tract infection and rash macular had resolved, the ovarian cyst outcome was unknown, the breast pain, migraine, dysgeusia, depression, pollakiuria, abdominal pain lower and vaginal discharge had not resolved and the oligomenorrhoea and night sweats outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, breast pain, depression, drug hypersensitivity, dysgeusia, fibromyalgia, headache, joint injury, migraine, pelvic pain, pollakiuria, rash macular, urinary tract infection and vaginal discharge to be related to essure. The reporter provided no causality assessment for arthritis, genital haemorrhage, immune system disorder, night sweats, oligomenorrhoea, ovarian cyst and urine odour abnormal with essure. The reporter provided no causality assessment for abdominal pain lower, allergy to metals, anxiety, arthritis, breast pain, depression, drug hypersensitivity, dysgeusia, fibromyalgia, genital haemorrhage, headache, immune system disorder, joint injury, migraine, night sweats, oligomenorrhoea, ovarian cyst, pelvic pain, pollakiuria, rash macular, urinary tract infection, urine odour abnormal and vaginal discharge with mirena. The reporter commented: patient not received treatment for all listed above symptoms. Current weight: (B)(6) approximate weight at the time of essure placement: (B)(6). Another case for mirena has been created. Diagnostic results: in (B)(6)-2011 : underwent hsg (hysterosalpingogram). Quality-safety evaluation of ptc: final assessment lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in (B)(6).¿ medical assessment: the medical events reported are not indicative for a quality defect per se. No complaint sample was provided for further technical investigation. No further ae reports have been received to date in relation to batch 794899. No batch signal could be identified. The review of the lot history records found that the product met product release specifications. The technical investigation concluded ¿unconfirmed quality defect¿ but with a final risk category iii, which corresponds to a confirmed or plausible quality defect which poses a not significant hazard to health. Although the technical investigation concluded a causal relationship to a potential quality deficit, based on the outcome of the technical investigation, i.e. Assigned risk category, from a medical point of view a potential causal relationship with a quality issue is, based on the nature of the reported event, considered to be very unlikely. Most recent follow-up information incorporated above includes: on 4-dec-2017: after internal review, mirena was considered a suspect product. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. This case refers to a (B)(6)-year-old female patient who had mirena (levonorgestrel, ius) inserted and experienced constant uti infections and bleeding heavy for 9-10 days at a time, serious, the first unlisted and the second listed in the reference safety information for mirena. Bleeding is a common side effect following the insertion of mirena. Bleeding patterns can vary between women, it is possible to have prolonged bleeding or spotting, in some cases this may last for months. Causality between bleeding heavy for 9-10 days at a time and mirena use cannot be excluded. Urinary tract infection is usually caused by escherichia coli, bacteria commonly found in the gastrointestinal tract. All women are susceptible to cystitis because of their anatomy - specifically, the close proximity of the urethra to the anus and the short distance from the urethral opening to the bladder. Regarding urinary tract infection, due to its own physiopathology and infectious nature, causality with mirena use can be excluded.